Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the events reported as "the eyepiece was broken and partially missing" and " the objective cover glass was chipped" were caused by an improper handling, application of excessive force, impact to the eyepiece which caused a deep scratch to the eyepiece cup. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Establishment name: <(B)(6) medical center (B)(6) hospital> added here due to character limitation in respective field.

Event description:
It was reported the rigid optical laparoscope's eyepiece broke off about 5mm from the base. The issue occurred during a therapeutic thoracoscopic left partial lung resection. The intended procedure was completed with a similar device. There were no reports of patient harm.